Manufacturer narrative:
The device was returned for analysis and investigated. The reported unintended movement associated with clip opening while establishing final arm angle was not confirmed via returned device analysis. The discrepancy between what was reported (clip opened while efaa) and what was observed (no issues with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening while establishing final arm angle. The reported image resolution poor was related to procedural circumstances as imaging was challenging due to the echocardiogram equipment. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. Imaging was challenging due to the echocardiogram equipment. The clip delivery system (cds) was advanced to the mitral valve. Grasping the leaflets was successful, however the clip failed the final arm angle test. The clip was not implanted and was removed. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.